Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 448 (mg/dl). Customer changed their infusion set twice and administered a correction bolus with the pump to treat their bg levels. Reportedly, customer stated that they use cold insulin when filling the pump cartridges. Customer was reminded to use room temperature insulin when loading the pump cartridges. Recommendation was made to change the infusion site.